Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial exhibited high pacing thresholds. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 5.0 cm - 5.1 cm from the connector pin, due to friction with device can. The outer insulation was also abraded at 5.6 cm - 5.9 cm from the distal tip, due to friction with another device.